Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high voltage impedance was seen to be high and out of range. The patient will not have the lead replaced and the issue was resolved remotely by switching the shock therapy off. The patient is in good condition with no adverse consequences.